Event description:
During a cti ablation, a steam pop followed by a perforation occurred with no treatment needed. The settings were 35 w and 45 degrees, autoflow was 13 ml/min and a pop occurred. The patient became hypotensive and mild cardiac fluid retention was confirmed. No treatment was needed and the procedure was completed without replacing the catheter. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and perforation remains unknown.